Event description:
The customer reported the system locked-up. There is no report of serious injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. The system operates as intended.